Event description:
During AED deployment, the device was unable to analyze the pt. (B) (4).

Manufacturer narrative:
Method: cdr and ECG was evaluated for this incident. Conclusion: pads marginal message resulted in pads being unable to evaluate the pt. This report is being filed as it cannot be concluded that recurrence could result in an adverse event. Labeling in the IFU and voice prompts are provided to address "pads marginal" messages.